Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of both ends of a separated rebel catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The mid-shaft was completely separated 36.5 cm from the tip. The fracture faces look as if they were stretched at separation. The hypotube was stretched 26cm from the tip. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 28x3.00mm rebel stent was selected for use to treat the lesion. However, during preparation, when the device was removed from the hoop, the hypotube came out. The distal part of the catheter did not come out but was separated. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 28x3.00mm rebel stent was selected for use to treat the lesion. However, during preparation, when the device was removed from the hoop, the hypotube came out. The distal part of the catheter did not come out but was separated. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported.